Event description:
It was reported that during reprocessing, the subject flex video scope cleaning was performed without disassembling the parts into four parts. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). The device was not returned to olympus for inspection; however, the reported failure was confirmed. Chf-v2 reprocessing manual 6.2 manually cleaning the accessories an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deviation from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.